Event description:
Information received from the field does not address the patient's clinical status but notes that when the device was implanted, there was difficulty initiating a telemetry link and measured data could not be obtained. After the emergency vvi was utilized, the device could not be inter- rogated. A message was displayed that there was a software error.